Manufacturer narrative:
The investigation of the provided information showed some wear and tear of the angulation break. The spare part consumption of the angulation break was checked. The consumption shows low values and no systematic issue could be determined. After replacement of the angulation break at the concerned customer site the reported issue has been resolved. This report was submitted august 25, 2016.

Event description:
Siemens became aware of inaccurate performance of the brainlab navigation system in conjunction with arcadis orbic system during a surgical procedure. No injuries were attributed to this event.

Manufacturer narrative:
A 3d navigation calibration was performed on the unit by siemens engineer and brainlab representative. The unit and the navigation system were successfully tested for accuracy. The reported issue is under investigation and a supplemental report will be submitted once additional information has been received. This report was submitted 06/02/2015.